Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26apr2019. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse found the green power on/off led had defects. Pse replaced the unit's power switch overlay to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had a led indicator faulty. The customer reported there was no patient involvement. Event date not specified, estimate used.